Event description:
During a procedure, both monopolar and bipolar modes were used. When monopolar was used, electrical current went through the bipolar scissors and causing sparks to the operative field. No tissue damage to the pt.